Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/03). Immucor technical support used a remote electronic connection method on (B)(4) 2017 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually negative. The immucor laboratory had previously tested retention product on (B)(4) 2017 which had performed as expected. At the time of the customer complaint, the product was already expired.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2017. A subsequent blood sample ((B)(6)) for the same patient also yielded an unexpected negative screen outcome when tested on (B)(6) 2017.